Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving compounded baclofen via an implanted pump. The indication for use was spinal pain. It was reported the patient was examined on (B)(6) 2018 and it was revealed the patient's pump had loosened in the pocket. It was noted the examination also revealed fluid at the pump pocket site. The patient was encouraged to continue wearing the abdominal binder. The device diagnosis was pump inversion and the clinical diagnosis was pump pocket seroma. It was indicated the pump inversion was related to the device or therapy and the seroma was related to the implant procedure. The patient presented to the operating room for a pump pocket revision, on (B)(6) 2018, and the pump was moved medial and re-sutured. Operative note indicated the pump broke free from the anchoring sutures secondary to patient spasms. The pump inversion resolved without sequelae on (B)(6) 2018 and the seroma resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's baseline weight was not measured. No further complications were reported/anticipated.